Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is complaining of pain in her neck, as a burning sensation. She also complained of the lead protruding under her skin. The patient is referred for vns removal. No known surgical intervention has occurred to date.